Event description:
A malfunction alarm with the code malf 12 was reported, and attempts to reset the pump were unsuccessful, leading to the repeated occurrence of the issue. There was no reported impact on the customer¿s blood glucose level, and specific values were not provided. Technical support assisted the customer with resetting the pump, and ultimately decided to replace it. The customer planned to use multiple daily injections as a backup therapy during this time and was instructed on how to put the pump into storage mode and return it.